Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-apr-2024, it was reported that on (B)(6) 2024, the patient experienced that the infusion set fell off during us. The infusion set was used for 36hours. No further information was available.